Event description:
The facility representative reported an infuso.r. Pump with a condition of having handles with physical damage. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4)the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that has physical damage was confirmed but not reproduced during product evaluation. The root cause was not identified. Therefore, no repairs were made to fix the reported condition.